Event description:
It was reported that during a percutaneous coronary intervention, a hole in the device occurred. Vascular access was obtained via femoral artery. The 65-75% stenosed target lesion was located in the moderately calcified mid circumflex artery. An al2 guide catheter was advanced to support the vessel. After pre-dilating the lesion with an unspecified balloon catheter, a 2.75x16mm promus element plus drug eluting stent was advanced and crossed the target lesion. When they applied negative pressure to prep the device, they aspirated blood, indicating there is a hole or a puncture in the balloon delivery system and/or stent. The device was removed intact. After multiple additional dilations and unsuccessful attempts to cross with other stents, the procedure was completed without a stent implanted. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a hole in the device occurred. Vascular access was obtained via femoral artery. The 65-75% stenosed target lesion was located in the moderately calcified mid circumflex artery. An al2 guide catheter was advanced to support the vessel. After pre-dilating the lesion with an unspecified balloon catheter, a 2.75x16mm promus element plus drug eluting stent was advanced and crossed the target lesion. When they applied negative pressure to prep the device, they aspirated blood, indicating there is a hole or a puncture in the balloon delivery system and/or stent. The device was removed intact. After multiple additional dilations and unsuccessful attempts to cross with other stents, the procedure was completed without a stent implanted. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination found the stent fully mounted on the balloon and it did not appear to be deployed. The device was attached to an encore inflation unit and during an attempt to inflate the balloon a leak was noted near the strain relief. A microscopic examination of the shaft found a tear approx 4mm in length. The tear was located at 10mm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).